Event description:
A malfunction on the pump was reported by the customer, which led to the blood glucose level exceeding 500 mg/dl, though the exact value was unknown and displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to reach out to support if the issue reappears.